Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a no delivery alarm on their insulin pump. Customer's blood glucose level was 498mg/dl. The customer states the alarm was resolved with infusion set change. The customer was not able to conduct troubleshoot at the time of call. The customer will be returning their set and reservoir for analysis. The customer is being sent out replacements.